Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far field r wave oversensing (ffrwo) on the patient's pacemaker (pm) was noted. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.